Event description:
During a performance inspection, it was reported that the device gave the "connect electrodes" message when one attempted to charge the defibrillator. The device was not able to recognize the therapy cable connection and provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts information to repair the device. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.